Event description:
It was reported that the patient with this pacemaker system visited the hospital and was found to be experiencing low heart rates in the 30s to 40s beats per minute (bpm) ranges. The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). Upon review, the presenting egm showed loss of capture (loc) on the right ventricular (rv) lead. Ts recommended for the local field representative be contacted for further in person evaluation. Subsequently, xray images and threshold testing were performed, the results showed this rv lead appeared to have dislodged. A revision procedure was performed, and this rv lead was successfully repositioned. No additional adverse patient effects were reported. This rv lead remains in service.

Manufacturer narrative:
This report is being submitted to correct the device codes field (h6) in section h, device manufacturers.

Event description:
It was reported that the patient with this pacemaker system visited the hospital and was found to be experiencing low heart rates in the 30s to 40s beats per minute (bpm) ranges. The health care professional (hcp) called technical services (ts) for a consult review of the presenting electrogram (egm). Upon review, the presenting egm showed loss of capture (loc) on the right ventricular (rv) lead. Ts recommended for the local field representative be contacted for further in person evaluation. Subsequently, xray images and threshold testing were performed, the results showed elevated rv thresholds, and this rv lead appeared to have dislodged. A revision procedure was performed, and this rv lead was successfully repositioned. No additional adverse patient effects were reported. This rv lead remains in service.